Event description:
Reporter indicated that vns patient had a sudden increase in seizure activity and was seen in the emergency room three days later. The patient was hospitalized and was initially placed on an intermittent positive pressure ventilator. The patient was eventually taken off of the ventilator. Device diagnostic testing was within normal limits, indicating proper device function. The device output current was increased to 1.50ma. Further follow-up revealed that the patient was hospitalized again approximately two weeks later and experienced a two-hour episode of bradycardia and a drop in blood pressure due to unknown cause. The patient has reportedly always had a lot of seizures and was not doing well.